Event description:
It was reported that a patient replaced a dexcom g7 sensor and subsequently experienced loss of continuous glucose readings on the ilet, indicating intermittent communication failure between the cgm and the ilet that was addressed with device setting toggling and re-pairing guidance; the implicated device component was the antenna within the electrical and magnetic system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.